Event description:
During use of the subject device for a laparoscopic assisted distal gastrectomy, the error occurred and the surgeon couldn't output. After that, the probe of the device was broken when the surgeon checked the probe. The procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 8.5 mm from the distal end. There was contact marks on the surface of the probe and jaw. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, we have concluded that ptfe pad was worn continuously activating output without grasping anything. Consequently, the probe and jaw came into contact, which caused scratches in both the probe and jaw. After that, probe was broken when the user checked it.